Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported clip opening while locked in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the first clip opening after deployment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). After removal of the lock line without issue, the clip arms of the first deployed mitraclip opened to 120 degrees but the grippers remained closed and were still attached to both leaflets. Mr grade was reduced to grade 3 with this first clip. Two additional mitraclips were implanted to stabilize the first clip reducing mr grade to 2. The patient is in good condition. There was no additional information provided.